Event description:
It was reported that the display of the device went blank. Reportedly, the ventilation was not interrupted. The device was replaced. No health consequences for the patient reported.

Manufacturer narrative:
The affected cockpit of the device was examined at the local dräger repair centre. The examination of the cockpit could confirm the reported failure. A faulty main basis board and display were identified as root cause. The faulty parts were replaced. The device was tested and confirmed to be operating as per manufacturer´s specification. In case of a screen malfunction, monitoring functions and the user interface of the cockpit are not available. The running ventilation is not affected by such an issue and continues as previously set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.